Event description:
On (B)(6) 2016, a 25mm trifecta valve was implanted. At the end of (B)(6) 2018, the patient experienced symptoms of unexplained fevers. On (B)(6) 2018, pet scan revealed activity around the bioprosthesis. On (B)(6) 2018, tte and tee showed moderate regurgitation and leakage from the rcc side. The user suspected perforation of the rcc. On (B)(6) 2018 the valve was explanted and replaced with a 25mm trifecta gt valve. The explanted valve was reported to be infected. On (B)(6) 2018, the patient presented with sudden tamponade and a tear was observed in the aortic arch due to endocarditis. An emergency aortic arch replacement was then performed. Post-operatively, the patient is reported to be discharged.

Manufacturer narrative:
An event of regurgitation was reported. The reported endocarditis and 'perforation' of a leaflet were confirmed. 10 days post redo avr, the patient presented with tamponade and a torn aortic arch due to endocarditis. Healing infective endocarditis with focal activity was found. Leaflet 2 contained old vegetations with calcifications and entrapped bacteria. A gram stain showed gram positive cocci. Residual areas of acute inflammation were noted on leaflets 1 and 3. These findings were consistent with treated endocarditis. Leaflet 1 contained small tears towards the end of each stent post. Leaflet 1 also contained fibrous pannus ingrowth on its outflow surface and adherent thrombus on its inflow surface. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the endocarditis remains unknown.